Event description:
The user facility reported that a 57-year-old male implanted with the impella 5.5 pump experienced a purge flow of less than 0.5 ml/hr. Staff attempted to troubleshoot without resolution. The purge bag was changed and de-aired several times. The patient was subsequently taken for pump exchange due to concern for pump stop. Post exchange acts were reported to be normal with 25 u/ml of heparin in the purge. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported low purge flow and high purge pressure was completed. The pump and data logs were returned for evaluation. Analysis of the data logs revealed normal purge flow through pump delivery; however, when the pump was activated, purge flow dropped. A high motor current event also occurred at the activation of impella. Functional testing of the pump reproduced the high purge pressure and visual inspection revealed biomaterial in the purge gap. The biomaterial was most likely ingested upon pump activation correlating with the high motor current event. The root cause of the high purge pressure was ingested biomaterial occluding the purge gap. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.